Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was contacted for motor error issues. However, the customer stated that they did not have the insulin pump with them and that they will call back to troubleshoot. There was no indication of call back from the customer. The motor error issue could not be addressed during the call and the insulin pump will not be returned for analysis.